Manufacturer narrative:
The electrode lot numbers were requested but not provided. The field service engineer (fse) removed and cleaned the ion-selective electrode (ise) nozzles. He also replaced the pinch tubing and sample probe. He performed ise checks and qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k and ci for gen.2 results from eleven patient samples tested on the cobas 8000 cobas ise module (double). Please refer to the attachment (B)(6) for the table containing the examples of discrepant results.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation determined the event was caused by a maintenance issue.